Manufacturer narrative:
Device not returned. There are several potential causes for prosthetic valve stenosis (e.g. Calcification, pannus growth) and insufficiency (e.g. Leaflet disruption). Unfortunately, the valve was not returned to edwards for analysis; therefore, the root cause of this event could not be confirmed. There have not been any allegations of a malfunction or deficiency related to the explanted valve. No further actions are possible with the available information.

Event description:
In this case, it was reported that the pulmonary valve was explanted after an implant duration of approximately 10 years due to stenosis. The healthcare provider noted that there was no malfunction of the explanted device. According to the op report, this is an (B)(6) male who was born with severe pulmonic stenosis and underwent balloon valvuloplasty soon after birth, and then a pulmonary valvectomy and transannular patch at (B)(6) age. The patient re-presented at approximately (B)(6) with severe pulmonary insufficiency and rv dysfunction. The pulmonary valve was replaced with 21 mm bioprosthesis (subject device). The patient had done reasonably well since, but has shown evidence of progressive stenosis of the bioprosthesis recently. Cardiac catheterization confirmed the presence of moderately severe to severe pulmonic stenosis with some evidence of rv dysfunction as well. The prosthesis also had evidence of pulmonary insufficiency. There was no definite infundibular pulmonary artery stenosis identified, however. The device was replaced with a new edwards bioprosthetic valve. No findings were reported on the explanted device. Transesophageal echocardiogram at the end of the procedure showed satisfactory rv function and no evidence of residual pulmonic stenosis or pulmonary insufficiency. There were no operative complications reported.